Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows there was no clear evidence of buckling of the stent, rather there was stenosis in the left common iliac artery (lcia). This is not consistent with the reported adverse event/incident. The most likely causation for the stenosis of the lcia is anatomy related as the limb was reported as tortuous and the stent was directed toward the vessel lumen, creating an 81% stenosis in the lcia portion of the stent. The final patient status was reported as being in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with an afx2 bifurcated stent graft and an afx vela infrarenal. Reportedly, the index placement was low. Approximately six (6) months post initial procedure the routine follow-up identified the distal end of the left afx2 limb is not apposed and is in angulation. Reintervention is scheduled to extend the left limb proximally to the left internal iliac artery. The patient is reported to be very stable and asymptomatic. Subsequent to the initial report, clinical assessment determined that there was no clear evidence of buckling of the stent, rather there was stenosis in the left common iliac artery (lcia).

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with an afx2 bifurcated stent graft and an afx vela infrarenal. Reportedly, the index placement was low. Approximately six (6) months post initial procedure the routine follow-up identified the distal end of the left afx2 limb is not apposed and is in angulation. Reintervention is scheduled to extend the left limb proximally to the left internal iliac artery. The patient is reported to be very stable and asymptomatic.